Manufacturer narrative:
The device was manufactured from may 02, 2019 - may 03, 2019. The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which observed a leak coming from the left lower corner. Additional magnified inspection verified a small tear/hole where the leak occurred. The reported condition was verified. The cause of the reported condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at "the left lower corner". This issue was identified during setup. There was no patient involvement. No additional information is available.